Manufacturer narrative:
The returned products were evaluated. Note that a critical product, the insertion jig bolt ((B)(4)was not returned. Only the distal portion of the flexible jig bolt driver 8mm ((B)(4)) was returned. The flexible jig bolt driver is not specifically the subject of the complaint; it is only mentioned in the context of how difficult it was to remove the jig bolt from the nail. Neither the nail nor the insertion jig was found to be discrepant relative to the complaint. Both functioned with their associated mating products. The nail does have damage at the lag screw hole which prevents the insertion of the lag screw drill. This presumably occurred as a result of the removal since it is not mentioned in the complaint. As of (B)(4) 2011, this is the sole complaint involving the affixus jig, nail, and jig bolt indicating that there is no systematic design or manufacturing problem. It is most likely that the complaint was a result of a cross threading of the insertion jig bolt into the nail followed by a significant torque force applied during tightening. No corrective action indicated at this time. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon had problems disengaging the insertion jig from the nail. The flexible jig bolt driver broke and the nail had to be removed and replaced. This issue caused a 1 hour surgical delay.